Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. A piece of the other haptic was torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting a 12.6mm micl12.6 implantable collamer lens and the lens tore. There was patient contact but no injury. The backup lens was implanted with no problem and the patient is doing well.